Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for patellar component migration/loosening. Event is serious and is considered severe. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2001, date of event (onset): (B)(6) 2020, (right knee). Treatment: knee revision of patella and tibial insert components.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Additional information received for medical records. On (B)(6) 2001, patient received uncomplicated bilateral total knee replacements to address osteoarthritis on (B)(6) 2020, patient presented in clinical follow-up for right knee pain and loss of range of motion, following a fall several months prior evidencing symptoms now over the past few weeks. He is confined to a wheelchair, and cannot fully extend his right knee lacking 25-30 degrees of extension. He can flex to 120 degrees. The patella button can be palpated at the distal patellar tendon, having come loose from the native patella bone. This was confirmed on radiographs. All other products appeared to be well-fixed. The left knee showed no issues. Plan is to fix the loose patella surgically.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.